Event description:
The patient called alleging that the meter displayed the following: not enough blood (neb) message (blood reads as control) and a redo check message. The physician felt tired and dizzy at the time of testing. The patient contacted emergency services and was treated with glucose. Customer services had the patient test using the proper technique and meter displayed neb. The test strips were in good condition. The patient did not have a new vial of test strips to retest. The patient did not have a check strip to test the meter. Customer services sent the patient a replacement meter. At this time this case is being reported as a malfunction, since the neb and blood reads as control message was not resolved.